Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient passed away, cause was not provided. It was not reported whether the device operated as intended, or whether the outcome was device or therapy related. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2021. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed, and the device was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.